Event description:
The customer reported occasionally elevated basophil results, for several patients, involving coulter lh 750 hematology analyzer. Subsequent testing of the patient samples, on an alternate coulter lh 750 analyzer, recovered normal results. The customer indicated controls were within the established parameters. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered a broken black pinch valve 53 (pv53) on the right side of the unit and noted oscillating laser voltage. The fse replaced the tubing and laser and resolved the issue. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. This medwatch report is related to MDR 1061932-2012-01495.